Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The family/friend stated that the patient had a battery replaced due to normal battery depletion, after which the patient seemed like they went downhill. The patient was on medication that could cause death. It was noted the patient had parkinson's disease and lewy body dementia.